Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, after deployment clip was relaxed and observed clip opened while locked (cowl). It was noted clip was stable on both the leaflets. Additional clip was implanted to stabilize the clip that opened while locked. The final mr was grade 1. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The provided event details and imaging were reviewed by an clinical r&d staff engineer. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Code 2199 was removed